Manufacturer narrative:
Unintended use error (e.g., loss of hand angle causing error in inplantation).

Event description:
After beginning implantation at an appropriate angle, the surgeon accidentally moved his hand thereby changing the implantation angle to an unacceptable trajectory, resulting the barricaid anchor being implanted across the disc enplate. The implant has to be removed, and it was removed easily and without incident.